Manufacturer narrative:
Corrected b1, b2, and h1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected: e1, g3 (in previous submission, the g3 was left blank in advertenly and it should be 1/17/2025), h3, h6 (investigation finding, and investigation conclusion) additional information: d6b, g1, h6 (type of investigation), CAPA ca-00016. The manufacturer's internal reference number is (B)(4).

Manufacturer narrative:
CAPA ca-00016. The manufacturer's internal reference number is (B)(4).

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the customer allegation "interference from cautery" is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
A healthcare professional reported a hahn tapered implant failed to osseointegrate within three weeks of placement on tooth number 14. It was reported the "implant came fully out in their hands." No patient symptoms were observed, and no permanent injury was reported. At the time of the surgical procedure the patient's bone quality was type d3.

Manufacturer narrative:
The complaint device has been shipped out by the customer for analysis. Upon receiving the device an investigation will be conducted. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer's internal reference number: (B)(4).